Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 325 mg/dl (advantage) and 120 mg/dl (professional meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.